Manufacturer narrative:
The product has been forwarded to codman for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that during embolization of a posterior communicating artery aneurysm the deltapaq coil (cdf10020430/c23377) could not be detached. It was noted that during the coil embolization, a cashmere 3mm x 6cm coil (details unknown) was the first coil and shaped as expected. Then the second coil the deltapaq (cdf10020430/c23377) was advanced to the lesion location but could not be detached. The coil was withdrawn and changed to a new one to complete the procedure. There was no report on the patient injury. At the time of the initial contact the product was available for return. There was no significant clinical delay to the procedure as a result of the issue. Other coils (details unknown) were used. There were no damages noted on the coil/coil delivery system prior to use or after removal. The coil was successfully removed from the patient. The coil was still attached to the delivery system when removed from the patient. An enpower dcb and connecting cable were used however the lot numbers are unknown. A pre-deployment electrical check was performed. There was no low battery light seen during the case. All connections appeared to fit properly without use of excessive force. The same detachment control box was used successfully with subsequent coils however the connecting cable was changed.

Manufacturer narrative:
The microcoil system was returned. The unspecified enpower detachment control box (dcb) and the connecting cable were not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. Located at the distal tip of the skive, the core wire protrudes outside the sheath. No mechanical sheath damage was found at the protrusion site. As viewed through the green section of the introducer sheath, it was found that there was unreported damage of the coil being severely damaged and separated from the device positioning unit (dpu). A guide wire pushed the detached coil out of the introducer sheath. The proximal section of the coil was severely damaged. The coil was unraveled out of the soldered section and then received a ductile fracture which required external force. No material defects were found. The circumstances of how and when this unreported damage of the coil being severed at the soldered section and severely damaged cannot be determined as it was stated in the complaint event that the coil was still attached to the dpu when removed from the patient. The coil¿s socket ring was found pushed down and under the outer sheath. The exact circumstances that produced this damage cannot be determined. Pull back tension was applied to the proximal end of the severed coil section to show that the detachment fiber was intact, undamaged, and did not receive heat and melt. The dpu passed electrical testing with resistance at 51.3 ohms (range 48.5/56.0) and the enpower systems ready green light illuminated (IFU).the proximal severed coil end was detached on the first detachment cycle. Post-detachment inspection found that the dpu passed electrical testing with the enpower systems ready green light remaining illuminating and resistance passed at 51.54 ohms. Post-detachment inspection found that the detachment fiber received heat and melted as designed. No manufacturing or material defects were found. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil unable to be detached in the target site cannot be confirmed. The dpu passed electrical testing. The proximal end of the severed coil detached on the first detachment cycle and the detachment fiber received heat and melted as designed. Post-detachment inspection found that the dpu still passed electrical testing along with a complete melting of the detachment fiber, therefore the root cause of the coil unable to be detached inside the target site cannot be determined. In addition, without the return of the unspecified complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. No failure detected, device operated according to specification, although the specifications were met there was additional coil damage that was no reported. Therefore with respect to the complaint, the device operated according to specification despite the additional damage. Deformation problem related to the additional damage.